Event description:
It was reported that implant was being inserted in the patella; bone quality was good/hard; bone was prepared with an (B)(4) punch to indicate depth (ft line on the punch). The implant was being inserted without much pressure on the handle and was advancing into the bone as normal. When implant was about 3/4 of the way in, the top of the implant shattered. Being an open procedure, the doctor was able to retrieve the broken pieces. The remaining 3/4 of the implant remained in the bone, the doctor pulled on the attached suture arms to test the security of the implant. The doctor was satisfied with the security of the implant and opted to continue with use of the implant in the repair. Procedure was a medial patellofemoral ligament repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. Punching is the primary method for bone socket preparation, however, in hard bone, the punch should first be used to create a pilot hole, then insert the tap to better prepare the bone. This instruction for use is contained in the product sales bulletin. Discarded by facility.